Manufacturer narrative:
The insulin pump was received with unresponsive act and esc buttons due to flattened button dome switches. The device also had a scratched display window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the act, esc and b buttons on the insulin pump were unresponsive. Blood glucose value is unknown. The insulin pump was replaced and returned for analysis.